Manufacturer narrative:
Investigation of this event is ongoing.

Event description:
Post deployment of a 26mm sapien valve inside a tricuspid surgical valve, the sapien valve position was 30:70 atrial/ventricular (a/v) and another 26mm sapien valve was implanted. The patient has a preexisting, stenosed, bioprosthetic, 29mm mdt mosaic valve in the tricuspid position. The planned approach was via the internal jugular vein (ij) using an ascendra3 delivery system and 26mm sapien valve. Femoral dilators were used to expand the ij. The 26fr ascendra3 sheath was placed into the ij with the tip extending into the superior vena cava. The sapien valve was advanced over the amplatz wire into the right atrium (ra). It was noted that the bioprosthetic valve was oriented very horizontal. Because of this extreme angle from the ra to the tricuspid valve, the team was unable to cross into the tricuspid valve. Tension was applied to the amplatz wire, but the ascendra delivery system would not make the turn into the tricuspid valve. The team elected to attempt to bring the un-deployed valve back into the 26fr ascendra3 sheath. The sheath, delivery system and valve were removed. The amplatz wire was then exchanged for a lunderquist wire with the soft tip of the lunderquist positioned into the right pulmonary artery. A 2nd 26mm sapien valve, ascendra 3 sheath and delivery system were advanced into the right atrium. The sheath was used to get a more favorable approach angle to the tricuspid valve. The coaxial alignment of the delivery system and valve was poor. The valve was positioned slightly ventricular (40:60 a/v) to the surgical valve, as it was anticipated that the valve would move atrial during deployment. However, during the slow deployment the valve did not move atrial, but instead moved slightly ventricular. The team tried unsuccessfully to reposition the valve during deployment, and the final position of the sapien valve ended up being 30:70 a/v. Although the valve appeared stable and functional, the team elected to deploy an additional valve to secure the 1st valve in place. A 3rd 26mm sapien valve was advanced over the wire in the same manner as the previous valve. This valve was deployed with in a 50:50 a/v position to the tricuspid annulus. Immediately after deployment, the echocardiographer reported good valve function with no tr. The rv/ra pressure was measured and there was a residual gradient of 2mmhg. The sheath was removed and the access site closed. The patient was transferred to her room in stable condition.

Event description:
Post deployment of a 26mm sapien valve inside a tricuspid surgical valve, the sapien valve position was 30:70 atrial/ventricular (a/v), requiring placement of a second 26mm sapien valve. Initially, the patient had a preexisting, stenosed, bioprosthetic, 29mm mdt mosaic valve in the tricuspid position. The planned transcatheter approach was via the internal jugular vein (ij) using an ascendra3 delivery system and 26mm sapien valve. Femoral dilators were used to expand the ij. It was noted that the bioprosthetic valve was oriented very horizontal. The amplatz wire was exchanged for a lunderquist wire with the soft tip of the lunderquist positioned into the right pulmonary artery. A 26mm sapien valve, ascendra 3 sheath and delivery system were advanced into the right atrium. The sheath was used to get a more favorable angle to the tricuspid valve. The valve was positioned slightly ventricular 40:60 aortic/ventricual (a/v) to the surgical valve, as it was anticipated that the valve would move atrial during deployment. However, during the slow deployment the valve moved slightly ventricular. The team tried unsuccessfully to reposition the valve during deployment, and the final position of the sapien valve was 30:70 a/v. Although the valve appeared stable and functional, the team elected to deploy an additional valve to secure the 1st valve in place. Another 26mm sapien valve was advanced over the wire in the same manner as the previous valve. This valve was deployed in a 50:50 a/v position to the tricuspid annulus. Immediately after deployment, the echocardiographer reported good valve function with no tr. The rv/ra pressure was measured and there was a residual gradient of 2mmhg. The sheath was removed and the access site closed. The coaxial alignment of the delivery system and valve was poor.the patient was transferred to her room in stable condition; 5 days later the patient had been discharged and was doing well.

Manufacturer narrative:
At this time, the sapien transcatheter heart valve (thv) is not indicated for use inside a surgical tricuspid valve, and there is no guidance in the labeling and thv training manual on usage of a sapien valve in this scenario. However, the same considerations used for the standard tavr procedure can be applied to this case. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, loss of pacing capture, and movement of the delivery system by the operator. Inaccurate deployment (too high or too low in the tricuspid valve) could result in clinically significant hemodynamic compromise, implantation of a second valve, embolization of the valve, and/or may require additional intervention to secure or remove the valve. In this case in this case the exact cause of the too ventricular placement of the valve cannot be confirmed; however, it appears that procedural factors (e.g. Poor coaxial alignment of the delivery system/valve, slightly ventricular positioning pre-deployment and movement of the delivery system during deployment) in addition to patient factors (horizontal angulation of the tricuspid valve) could have caused or contributed to the event. This event was resolved with implantation of a second valve in a more atrial position. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.